Event description:
Customer reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support confirmed cartridge alarm 34 and arranged for a replacement pump to be sent to the customer, who will continue to use their current pump as backup. The customer was informed of the steps needed to store the old pump and understood the instructions for using the new pump, including software updates and sensor handling.